Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite implant, (oss411) was returned for evaluation. Visual/physical evaluation of the as returned product identified fracture around the threads. DHR review for the lot (2016101969) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2016101969 for similar events and 1 other complaint was identified. Review completed utilizing keywords: fracture: implant. Based on the investigation and risk management file review, the most likely root causes determined were patient factors. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported implant fracture at tooth site 47. The remaining part was removed with trephine preserving the walls. Patient has been rescheduled for new implant placement.